Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 48 mg/dl and battery out limit. The customer had not reported the symptoms and treatment. Customer declined to troubleshoot for low readings. The customer was assisted with troubleshooting. Customer states the pump alarmed during normal use and was explained that a and out alarm during normal use may indicate a loose battery cap. The customer was advised that the insulin pump needed to be replaced and advised to monitor pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.